Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Patient is 11 years status post total hip replacement. She saw dr. (B)(6) for general complaint of hip pain. He worked her up and got blood work. She had an elevated cobalt level of 11.3. Chromium level of less than one. No signs of infection. She was scheduled for a head and liner exchange. The procedure was completed successfully. Doctor noted minimal trunnion wear. The components were well fixed with no soft tissue damage noted. The head and liner were successfully exchanged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient is 11 years status post total hip replacement. She saw dr. (B)(6) for general complaint of hip pain. He worked her up and got blood work. She had an elevated cobalt level of 11.3. Chromium level of less than one. No signs of infection. She was scheduled for a head and liner exchange. The procedure was completed successfully. Doctor noted minimal trunnion wear. The components were well fixed with no soft tissue damage noted. The head and liner were successfully exchanged.